Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The stryker sales representative reported a revision surgery was performed to remove the implant due to infection.

Event description:
The stryker sales representative reported a revision surgery was performed to remove the implant due to infection.

Manufacturer narrative:
The reported event was confirmed through a CT scan showing that the tmj devices had been removed. The surgeon returned the original implant and requested a new unilateral device for the left side. Imaging indicated the devices were removed by the end of (B)(6) 2024, and the revision device was shipped in october 2024. According to the sales representative, the removal was due to an infection, a known risk noted on the device labeling. However, no lab results or detailed explanation were provided to confirm the cause. As a result, the reason for the event remains undetermined, and no abnormalities related to the device were identified. Based on the investigation, there is no indication of a incorrectly working product or any design-, material-, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint has been added to the complaint trend.